Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced excessive bleeding at the insertion site which occurred the day the sensor had been inserted in the abdomen. She went to the hospital where the site was cauterized to stop the bleeding. At the time of the report she had no further issues. She reported taking blood thinners including brilinta 90 mg twice a day and coumadin 2.5 mg for four days of the week and 1.25 mg on the other three days of the week, which were likely contributing factors to the bleeding. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).